Manufacturer narrative:
A new patient profile form was received for this patient, however no new information was provided. Due to the fact that this complaint was captured in a previous complaint handling system, the file was now re-created in the new complaint handling system. The new system requires a regulatory report to be submitted, although there is no new information. Please refer to the previous MFR# 9616099-2016-00374.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to, tilt, pain at filter site. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.